Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/pneumothorax. On the first firing of the bulla resectioning, the surgeon felt something strange but was able to fully fire the device. The black return knobs could not be retracted. To correct the issue, the surgeon resected additional tissue, and was able to remove the reload that was locked on patient tissue. The anvil of the cartridge was also opened wider than usual. Patient status is no problem.